Event description:
It was reported that (1) device was used during a endometriosys-sigma resection. It was reported by the affiliate that the cdh29 instrument was used. Part of the sigma had to be resected, an unfortunately the device did not cut during the stapling. The or time was extended 15 minutes as a result.